Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out procedure, this right ventricular (rv) lead became stuck in the header of this pacemaker. It was noted that the conductor came apart when attempting to remove the lead from the header. The lead was surgically abandoned and replaced. No adverse patient effects were reported.